Manufacturer narrative:
(B)(4). Batch # r92f75. Investigation summary: the device was received attached to a harh36, the nose cone was cracked. In addition the mount was noted to be loose. The handpiece was removed from the harh to test the handpiece. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid housing, moisture entered the hand piece mid housing. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during prep for an unknown procedure, the hp054 failed to register the first harh36. A second harh36 was pulled and stuck to the hp054. Case completed with a new cord and a new harh36. There were no patient consequences reported.